Event description:
It was reported that the bd eclipse needle 18g x 1 1/2 was was coring. The following information was provided by the initial reporter: "we have been having issues with the bd#305712 needles. The pharmacy uses them to mix drugs and are telling us they dull so when they puncture the vial to draw the drug out its not puncturing clean, it¿s pushing particle¿s down into the vial . We¿ve had a couple different lot #¿s that they have had issues with (lot# 305712 + 3096634)." Additional information provided on 02/28/24: 1. Please provide the date of events for mentioned lots. Lot #3096634 event date 10/27/2023. 2. As you mentioned that you had a same issue with two different lots, can you provide another lot number (except lot# 3096634)? Lot #305712 event date 12/19/2023 3. Is there any physical sample or sample photos/videos available? Kindly share it for investigation. Yes. 4. Did the event directly, or indirectly involve a patient or user? No. 5. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.